Event description:
The customer contact reported during preventive maintenance testing at the user facility, the device did not generate an audible alarm tone when the volume was on the low setting. There were no reports of any adverse pt events or delays in critical therapies while the device was in clinical use. No additional info was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all info known by the reporter upon query by hospira personnel.